Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. After a non-bsc guide wire was advanced, a 3.00x12mm promus element plus stent was then advanced to treat the lesion. During advancing, the physician encountered significant resistance with a non-bsc guide wire. When the stent was removed from the patient, the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the catheter and was not returned. A visual and microscopic examination found that the distal inner was bunched up over a length of approximately 1mm just proximal to the proximal balloon bond. The outer was also slightly bunched up/ damaged at this location. A 0.0155" product mandrel was advanced through the guidewire lumen with restriction noted. The mandrel could however be advanced through the entire lumen. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. After a non-bsc guide wire was advanced, a 3.00x12mm promus element¿ plus stent was then advanced to treat the lesion. During advancing, the physician encountered significant resistance with a non-bsc guide wire. When the stent was removed from the patient, the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.